Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper cardiac output values on the patient simulator.

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper cardiac output values on the patient simulator.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found damage on fan and display covers. Visual inspection of internal components found black, soot-like dust in several components that appears to have been from the primary motor. Primary and secondary motors were also found out of alignment. Debris and marks indicative of component contact did not contribute to complaint but is an ongoing issue that is currenlty being investigated. Freedom driver did not pass functional testing during incoming inspection. The primary motor was difficult to spin by hand and had noticeable ratcheting and stiffness. Driver exhibited low left atrial pressure and out of specification cardiac output that was able to be brought back into specification with mock tank adjustments. Noise level was more prominent than expected but did not cause any test failure. Additional testing included replacing the piston and cylinder assembly. Driver functioned as designed and passed all areas of functional testing after installing a known functional pca. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; root cause of the out of specification left atrial pressure (lap) and cardiac output (co) was determined to be a faulty piston cylinder assembly (pca). This is a known issue and is currently being investigated. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the fan and display covers was cosmetic only. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.